Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept rebooting and experienced issues with logging in. The biometric identifier was also malfunctioning. The microsoft windows application was not responding, and an error message appeared stating: error: time out detected by underlying data source and operation was aborted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had repeatedly rebooted and experienced login issues. A field service engineer tested with a new biometric scanner and checked all universal serial bus connections, but the issue persisted. Then, the technical support specialist (tss) found that repairing the medication application had caused the biometric identifier drivers to be overwritten. The tss manually updated the drivers following the steps in the knowledge article (ka) bioid requires maintenance, works in hta but not in application, and the biometric identifier sensor was confirmed to be functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.